Event description:
It was reported that there was a piece of plastic sat on the Intraocular Lens (IOL) and entered the patient's eye with it. The piece of plastic was removed and it was intact. There was apparently nothing wrong with the IOL. Through follow-up, we learned, that the patient is fine and no additional treatment was required. No further information was provided.

Manufacturer narrative:
Section A2, A3, A4, A5 and A6: Per Regulation EU 2016/679 (General Data Protection Regulation), patient identifiers were not collected or recorded and therefore are not available.Section D6b - Explant Date: Not applicable, Lens remains implanted, therefor not explantedSection E1 - Email Address: Unknown, as information was requested but not providedSection E1 - Telephone number: (b)(6).Section H3: The intraocular lens (IOL) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental MedWatch will be filed.Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to Johnson and Johnson Surgical Vision, Inc. has been submitted.